Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, single board computer, generator interface board, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not fluoro and had a program error message during a case. No patient injury was reported.